Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the handle was separated from the working length. The procedure was completed with another trapezoid basket. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the handle was separated from the working length. The procedure was completed with another trapezoid basket. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
Visual analysis of the returned device found the thumb ring detached from the handle. The thumb ring was not returned. The proximal section of the handle, where the thumb ring was placed, shows marks that indicates the correct assembly during the manufacturing process. The working length which includes the pull wire and coil assembly was found to be properly attached to the handle without evidence of damages or defects. The evaluation concluded that the condition of the returned device was not consistent with the complaint incident that the pull wire was detached/separated. However, the thumb ring was found detached to the handle. The thumb ring could have received tensile and/or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring occurs when force is applied perpendicular to the thumb ring or handle assembly, forcing the thumb ring out of the handle assembly. The proximal section of the handle shows marks which indicates the correct assembly during manufacturing process. Therefore, the most probable root cause is "handling damage". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.